Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was malfunction with the collimator. Upon further inspection, the fse performed centering checked function tests but did not fix the issue. The fse replaced the parts to resolve the issue. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd20 system shutters were not available. No harm has been reported. Philips has started an investigation of the complaint.